Event description:
Procedure: tumor removal. According to the rptr: the device seemed fine when fired. The surgeon was able to close down the stapler fine, and saw the green indicator in the window. Then the surgeon released the safety and fired the instrument without problem. When the surgeon went to re-open the stapler to remove it, the stapler would not dis-engage and the surgeon was unable to get the stapler to release. The surgeon then tried to adjust and move the instrument around in the bowel, as well as move the instrument in and out, it caused a tear in the bowel which had to be hand sewed. The case was delayed more than thirty minutes.

Manufacturer narrative:
(B)(4).